Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used during a ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, when the sheath was attempted to be removed along-side with a safety guidewire, they were unable to gain accurate access and the wire came out. Due to this issue, an avulsion of the ureter from the kidney occurred; an unknown percutaneous tube was placed. The procedure was completed with this device. On (B)(6) 2017, a robotic ureteroureterostomy (uu) procedure was performed to re-implant the ureter and the procedure was successfully completed. Subsequently, the patient's condition was reported to be stable and recovering. On (B)(6) 2017, the patient was discharged from the hospital.